Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l64343, implanted: (B)(6) 1999, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was unknown. It was reported that many years ago, the patient had a spinal fluid leak and resulting headache. The patient had the pump in place for many years but was no longer active. The patient did not need it but never got around to having it removed. The patient would like to have it removed. No further complications were reported. Additional information was received from a consumer. The spinal fluid leak occurred approximately 15 years ago. A blood patch was done and more sutures were put in. The cause of the spinal fluid leak was not determined. The headache and spinal fluid leak were resolved. Patient weight at the time of the event was (B)(6).